Event description:
When using the j-loop even with gravity, the flow was dramatically decreased and the patient was not able to receive his rapid IV fluid bolus. Even with gravity, the flow was dramatically decreased and the patient was not able to receive his rapid IV fluid bolus as rapidly as he should with the IV cath in place (circa 3900 ml/hr). The j-loop product was removed and the ivf connected directly to the IV cath. There was an immediate, desired, flow rate increase that was appropriate for the situation (and as would be expected for that size IV cath). The j-loop was left off of the connection. The supply technician was contacted to obtain non-minibore j-loop and informed staff that that was the only j-loop product available in the hospital. No patient harm.